Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 55cm femoral optease vena cava filter was "not pushed"; it could not be deployed during the case. This was a case of incomplete filter expansion. Therefore, the product was not available. There was no reported patient injury. The filter was used for pulmonary embolism. The inferior vena cava (ivc) filter was prepped and used in in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was mild calcification and tortuosity. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use nor unusual force used at any time during the procedure. The catheter did not kink or bend at any time prior to the resistance/friction. There was no difficulty or resistance/friction while advancing the deployment sheath. The catheter sheath introducer (csi) included in the kit was used for the procedure.the physician achieved certification on the use of the ivc filter and has used the device several times prior to this procedure. The diameter of the ivc was measured prior to deployment. There was difficulty delivering the filter through the csi and difficulty in pulling the csi back over the obturator. The filter was never in an acute or sharp bend in the delivery tube while it was out of the storage tube. The delivery sheath did not kink at any time during delivery of the filter and there was no resistance encountered while attempting to deliver the filter through the non-cordis sheath. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, a 55cm femoral optease vena cava filter was "not pushed"; it could not be deployed during the case. This was a case of incomplete filter expansion. Therefore, the product was not available. There was no reported patient injury. The filter was used for pulmonary embolism. The inferior vena cava (ivc) filter was prepped and used in in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was mild calcification and tortuosity. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use nor unusual force used at any time during the procedure. The catheter did not kink or bend at any time prior to the resistance/friction. There was no difficulty or resistance/friction while advancing the deployment sheath. The catheter sheath introducer (csi) included in the kit was used for the procedure. The physician achieved certification on the use of the ivc filter and has used the device several times prior to this procedure. The diameter of the ivc was measured prior to deployment. There was difficulty delivering the filter through the csi and difficulty in pulling the csi back over the obturator. The filter was never in an acute or sharp bend in the delivery tube while it was out of the storage tube. The delivery sheath did not kink at any time during delivery of the filter and there was no resistance encountered while attempting to deliver the filter through the non-cordis sheath. A non-sterile unit of ¿optease vc filter ous, 55cm femoral only¿ was received for analysis. The returned parts the obturator, filter, the brite tip csi, and the vessel dilator. The filter is properly expanded. All components were thoroughly inspected observing no damages or anomalies. The returned filter was inspected with a vision system to obtain a magnified image. Neither the filter barbs nor the rest of the part presented with any damages or anomalies and it is fully expanded. The reported ¿filter~incomplete expansion¿ was not confirmed. The filter does not present with any damages or anomalies and it is properly expanded. The exact cause of the reported failure experienced by the customer could not be determined. Procedural or handling factors may have contributed to the difficulties, which prompted the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the obturator serves to advance the filter from the storage tube into the sheath introducer and to advance the filter through the sheath introducer to the implantation site. During deployment, slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.